Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500-700 mg/dl. The customer treated with insulin from the pump. The customer reported that the silver piece of the clip broke off. The customer did not troubleshoot because she was not wearing the pump. The insulin pump will not be returned for analysis.